Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain ') in a female patient who had essure (batch no. 772500) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginitis, joint pain, fatigue, hives, anemia, allergic rhinitis, rash, weight fluctuation, cervical intraepithelial neoplasia I, bloating, spotting vaginal and fibromyalgia. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (essure removed on (B)(6) 2018, salpingectomy - bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, bladder disorder and urinary tract disorder had resolved and the psychological trauma, cystitis, urinary tract infection, vaginal infection and vaginal discharge outcome was unknown. The reporter considered bladder disorder, cystitis, genital haemorrhage, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: treatment received for pain, bleeding and bladder/urinary problems. Discrepancy in insertion date of essure as per current pif insertion date is (B)(6) 2011 and reported previously as (B)(6) 2011. 4 coils visible on left and 4 coils on right. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information, medical history, lot number, expiration date, lab data added. Rcc updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 772500) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginitis, joint pain, fatigue, hives, anemia, allergic rhinitis, rash, weight fluctuation, cervical intraepithelial neoplasia I, bloating, spotting vaginal and fibromyalgia. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (essure removed on (B)(6) 2018, salpingectomy - bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, bladder disorder and urinary tract disorder had resolved and the psychological trauma, cystitis, urinary tract infection, vaginal infection and vaginal discharge outcome was unknown. The reporter considered bladder disorder, cystitis, genital haemorrhage, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: treatment received for pain, bleeding and bladder/urinary problems. Discrepancy in insertion date of essure as per current pif insertion date is (B)(6) 2011 and reported previously as (B)(6) 2011. 4 coils visible on left and 4 coils on right . Lot number: 772500 manufacturing date: 2010-08 expiration date: 2013-08 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 7-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (essure removed on (B)(6) 2018, salpingectomy - bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the pain, genital haemorrhage, bladder disorder and urinary tract disorder had resolved and the psychological trauma, cystitis, urinary tract infection, vaginal infection and vaginal discharge outcome was unknown. The reporter considered bladder disorder, cystitis, genital haemorrhage, pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: treatment received for pain, bleeding and bladder/urinary problems. Discrepancy in insertion date of essure as per current pif insertion date is (B)(6) 2011 and reported previously as (B)(6) 2011. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: event injury was updated to pain. New events bladder or urinary problems, bladder infection, uti, vaginal infection and vaginal discharge were added. Outcome of events general abnormal bleed, pain and bladder or urinary problems were changed to recovered. Essure removal dates added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report